Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation. Perforation is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5+ functional tricuspid regurgitation for a triclip procedure. After the triclip steerable guide catheter (tsgc) passed the transeptal wall, the patients oxygen rate started to decrease and a cardiac effusion was suspected. Utilizing echocardiogram, an cardiac effusion evaluation was performed and no effusion was identified. The septum was evaluated and a right to left shunt was identified around the tsgc. The guide was removed and a gore septal occluder was implanted. The patient was stabilized. The procedure was discontinued without implanting any clips.